Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a cystocele repair procedure performed on (B)(6) 2015. According to the complainant, ¿during introduction, the device cannula broke after several attempts to cross the needle with the capio.¿ the failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the needle carrier broke. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Analysis of the returned uphold vaginal support system revealed that the catch on the capio is bent. The carrier is also bent and does not deploy to the center of the catch. The mesh assembly was not returned. Since the event occurred inside the patient, the assigned most probable root cause is operational context. Furthermore, this event is determined to be not MDR reportable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a cystocele repair procedure performed on (B)(6) 2015. According to the complainant, ¿during introduction, the device cannula broke after several attempts to cross the needle with the capio.¿ the failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the needle carrier broke. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Should additional relevant details become available, a supplemental report will be submitted.